Event description:
Due to the conversion to a new medwatch reporting computer system and the constraints which resulted thereof, this report is late. The pt reported that because the one touch ii meter displayed "cta", the pt was unable to test blood glucose. The pt reports feeling symptoms of hypoglycemia, passed out and was transported to the hosp via ambulance. The pt did not report a diagnosis, nor treatment.